Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: ddbb1d1 ICD, implanted: (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient is deceased. It was also reported the monitored episodes were found to fall in and out of the detection zones and there were ventricular tachycardia (vt) non sustained episodes and high rate non sustained episodes. Additional information was requested and it was learned that five days prior the device and lead were interrogated and found to be functioning normally. No other information was known.